Event description:
I am a (B)(6) y/o caucasian. I had a breast lift reduction / augmentation to correct asymmetry in 2012. I have 1 silicone implant mentor 325cc. Approx 4 yrs later, I went from having normal routine health conditions to mysterious symptoms that I still don't have answers for 3 years later. I've seen endocrinologist, gastroenterologist, ent's, family dr, psychiatrists, with rounds and rounds of blood work, CT scans, ultrasounds, MRI colonoscopy and endoscopy, uterine biopsies, abnormal pelvic exams with sudden cysts on my ovaries that won't go away. Nothing can be explained. The drs don't have an answer to my symptoms. They just say it's not cancer. These are my specific symptoms that have originated specifically since the time of the implants. Swollen lymph nodes throughout my body "unexplainable" per my drs. Severe hair loss, joint pain all over, a perpetually swollen face, kidney and liver dysfunction-based on lab work; depression / anxiety, mood swing, gerd, temperature intolerance (specifically heat). I vomit when over-heated, doing basic items such as walking into a bathroom after someone has showered, dry mouth , difficulty swallowing, I get choked often, night sweats, insomnia, raynauds syndrome; heart palpitations to the point I'm afraid to exercise because I feel as if I'm having an mi, weight gain perhaps because I can no longer exercise, ibs to the point I lose work because I can't stop vomiting or having unexplainable diarrhea - a condition my dr still doesn't know what it is except a possible diagnosis of dehydration. Numbness and tingling in my hands, feet and tongue; severe spike in bp, increased hr, ringing in my ears, flushing through my face and chest, then nausea and a severe episode of diarrhea. I called 911 the first time this happened to me. I thought I was having a stroke or dying. This continue to happen to me through the years, although I now know what it is and how to handle it. I have had tests confirming I have no rare autoimmune disease although my symptoms are the basic criteria. My lymph nodes are benign according to my last ultrasound. No reasons as to why they suddenly appeared and no reason as to why they are still here 3 years later. I had on idea other people were experiencing the same very similar group of symptoms. It was out of desperation and a lucky (B)(6) video I was even alerted to such a condition. I truly think my illnesses can be traced back to the implantation of the silicone implant. FDA safety report ID# (B)(4).